Event description:
Customer alleged that the free standing rail system tipped over when the strap had been pulled sideways. Customer believes the incident was caused by user error. No injury alleged.

Manufacturer narrative:
(B)(4). Facility included that this event was caused by user error. The staff did not follow the procedure issued by the facility.